Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: investigation type codes were added: 4111 and 4110. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. An unknown zimmer 6.0mm implant was returned for investigationt. Visual inspection of the as returned product identified worn markings due to usage and bone and a fracture at the collar. The device is too badly damaged to be accurately identified. No pre-existing conditions were noted. The reported device location was #14 (universal) and was used for approximately 10 years. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient age - (B)(6) years old. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Implant date- 10+ years ago. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #14 fractured at the mesial-collar and was removed. Symptoms as a result of the event: bone loss, dehiscence, edema, inflammation & pain.